Event description:
It was reported that the surgeon inserted a collamer plate lens and the lens was torn during insertion. The lens was removed and sutures were required to close the wound. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Surgical procedures, sutures - evaluation: visual inspection of the returned product showed that a haptic plate was tron, and there was a clear surgical residue on the lens.